Event description:
I had lasik in october. My doctor used wavelight laser. After the procedure, I had bad low light and night vision. I asked my doctor about it, he made me feel like it was in my head. Finally I went to another doctor whom also gave me a consultation before I had the surgery. He confirmed that it was not in my head, and that I had high aberrations in my left eye. When I confronted my doctor, he then said he would like to test me himself. Too late! If he could test me for aberrations, he should have done it before! Correcting it now would be risky because I have thinner corneas. I think because the technology to test for aberrations is available, it should be mandatory for doctors to test for aberrations. Diagnosis or reason for use: lasik.